Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 5-7 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a manufacturing process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report. The lot was reviewed and determined to have met all acceptance criteria.

Event description:
The customer's father called to discuss the possible causes of his daughter's high blood glucose. She had been wearing the same pod on her "right thigh for 15 hours" but her father stated that she maintains "a regular rotation thru 6 plus pod sites." The blood glucose history provided for this pod is within normal range (between 70-250 mg/dl) except for two instances: upon activating the device on (B)(6) 2011 at 3:40 pm, her blood glucose read 403 mg/dl and the next day at 8 am, she had a blood glucose of 309 mg/dl. Note: the first instance of high blood glucose described above cannot be attributed to the pod worn at the time because the device had just been activated. The next pod she activated "brought her blood glucose level under normal control." The product will be returned for evaluation.